Event description:
During an atrioventricular nodal reentrant tachycardia procedure, the patient had av block during rf ablation requiring an implant pacemaker to resolve. The patient is now recovering.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported av block could not be conclusively determined.